Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A company representative called to report that she received an email regarding the sudden death of the patient. She stated that the patient passed away due to sepsis. The date of death was not known, but it was stated that the patient's death occurred within the past few days. Multiple phone calls were made to the numbers on file, but there was no answer. No further information regarding the patient's death was reported.